Event description:
The customer reported that she was hospitalized after experiencing low blood glucose levels. The customer treated her blood glucose levels prior to being hospitalized. At the time of admission, he blood glucose levels were greater than 200 mg/dl. The customer also had a headache. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.